Manufacturer narrative:
(B)(4). Investigation summary: eleven samples were received for evaluation. They came in a plastic bag. They are 20ml. Visual inspection was performed using a 10x magnifier lens. Two of the samples have no damages; no embedded degraded resin was observed or any other type of defect. Six samples have the plunger rod damaged; three samples have embedded degraded resin. Nine photos were provided. The photos show nine syringes with a damaged plunger rod, and five syringes with embedded degraded resin. Based on the samples received and photos provided, the reported symptom is confirmed. This lot was produced for 0.105mm units with one complaint. It has a cpm of 9.5. We will continue monitoring and trending this product and lot# for these symptoms. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9336263 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #. Conclusion(s): based on the samples received and photos provided the symptoms reported by the customer can be confirmed. This lot was produced for 0.105mm units with 1 complaint it has a cpm of 9.5. We will continue monitoring and trending this product and lot# for these symptoms. Root cause description: a potential root cause is associate with the syringe assembly process. After the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damage to the plunger and barrels. The embedded degraded resin can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time. Based on the samples received and photos provided the symptoms reported by the customer is confirmed. This lot was produced for 0.105mm units with 1 complaint it has a cpm of 9.5. We will continue monitoring and trending this product and lot# for these symptoms.

Event description:
It was reported that prior to use there were 708 units with foreign matter "black and white dots", and 344 that had cracked barrels and damaged plungers with a 20 ml bd luer-lok¿ syringe. The following information was provided by the initial reporter: it was reported that 708 units were found with black/white dots and 344 units were found to be damaged/broken (damaged plunger rods and cracked barrels).